Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary on behalf of post market vigilance (pmv), (B)(4) engineering site received one device. One (1) unsealed pdb balloon round shape instrument, was received for engineering evaluation. The reported condition for the unit was ¿balloon would not inflate¿. As part of the visual inspection of the received unit, one corner of the received balloon was notice damage. No other abnormalities were observed. The unit was received with its obturator, valve/balloon assembly and bulb. As part of the functional tests of the received unit the balloon was inflated, but it did not stay inflated as per functional intended use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total extra peritoneal hernia repair, the device did not inflate when trying to inflate inside the pre-peritoneal space. Another device was opened to complete the procedure. No patient injury has been noted.